Event description:
It was reported that the patient's neurostimulator was loose in her pocket. The physician created a more medial pocket and moved the neurostimulator there. No complications were reported and the patient recovered.